Event description:
Revised due to night pain &, restricted range of movement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: as there were no products returned, no investigation of the products could take place. A review of the manufacturing records found no anomalies. A search of the complaints database did find a number of other complaints with the same combination of products as this (ultima mom / tps stem). In 2012 a field safety notice was issued due to a number of complaints involving ultima mom / tps stem combinations where the stem was corroding, causing pain and extensive periprosthetic soft tissue necrosis. In this instance there is no mention of stem corrosion. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.